Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject (B)(6) has had anterior dislocation of reversed total shoulder replacement. Outcome is ongoing.